Manufacturer narrative:
Product analysis :visual and optical examination of mas bone screw confirms breakage approximately ~1 thread from the base of the bone screw head, optical examination identified a fairly flat fracture surface, with secondary (post-fracture) smearing damage to the fracture surface. Undamaged areas of fracture surface revealed ratchet marks near the area of crack propagation and gently convex striations through the cross sectional area of the material, consistent with cyclic fatigue. Dimensional examination of the major and neck diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent an unspecified spinal surgery. Post-op, patient underwent removal surgery. During this removal surgery, the screw was found to be broken when it was being explanted. This was not observed earlier in x-ray images. Reportedly, the screw was broken below the tulip. A part of the screw, i.e., the screw rod is still in the patient. Patient complications have been reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.